Event description:
It was reported that a six days after a drug eluting stenting treatment procedure, the pt experienced a myocardial infarction and a thrombosis. In the index procedure, the physician treated a 95% stenosed segment of the left anterior descending (lad) coronary artery. The lesion was predilated and a 2.5x12 mm taxus express2 drug eluting stent was implanted. Then the lesion was post-dilated using a voyager balloon. Six days later, the pt had an extensive myocardial infarction and it was found that there was thrombus in the lad. The physician treated this with balloon dilation and thrombus dissolving therapy. The pt is reported as stable, but still requiring medical treatment.